Event description:
While on dialysis, pt became unconcious. Skin cool to touch. Placed an AED and prepared for CPR. Shocked x4 without response. Ems transported pt in full code to ER where pt was later pronounced dead.